Event description:
It was reported that during a lead implant procedure, no capture issue was observed on the rv lead. Physician attempted to reposition the lead several times. Lead impedance issue was normal. Lead was explanted and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.